Event description:
During the use of this product, the needle was withdrawn past the locking mechanism and when advanced penetrated through the plastic sheath, leaving a piece of the sheath in the patient's lung. The piece was retrieved without patient harm.